Event description:
It was reported a spectrum pump would not recognize a closed door. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inability to detect a closed door was confirmed and reproduced while loading a set and closing the pump door. This condition was caused by the force required to close the door being above expected levels. The door hooks and latch pins were replaced.